Event description:
While monitoring a pt, it was reported that the device screen went blank and the service light illuminated. The end user retrieved another defibrillator and continued pt care. The pt care was not compromised and the device use had no adverse effects. There were no further details on the event and/or the pt provided. Physico-control's event record download evaluation observed several on/off power cycles during the incident.

Manufacturer narrative:
(B) (4): physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.